Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage surgical display and found that the display requirement replacement. The user facility received a replacement surgical display. No additional issues have been reported.

Event description:
The user facility reported that their vividimage surgical display is pixilated. No report of injury.